Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recu0458 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2019 a bd-brand PICC catheter was inserted to a male patient of (B)(6) years of age, the procedure is carried out without complications. On (B)(6) call the service to report occlusion of the catheter, the assessment is attended and a totax x-ray is requested to rule out positional occlusion, it is evidenced at the level of the arm 4cm after the insertion marked kinking so it is necessary re-accommodation of the same, this procedure is performed the same day remaining in proper position and proper functioning (permeable and with blood return). On (B)(6) the service again reported occlusion of the catheter and need to channel peripheral vein, it was called and we saw the need to remove the centimeter to the catheter again identifying kinking at approximately 4 cm, it is evident catheter with memory that does not give, reason why dispostivo is removed. The patient requires placement of another PICC device to continue tto at home for a month.

Event description:
It was reported that on(B)(6)2019 a bd-brand PICC catheter was inserted to a male patient of 74 years of age, the procedure is carried out without complications. On june 4th call the service to report occlusion of the catheter, the assessment is attended and a totax x-ray is requested to rule out positional occlusion, it is evidenced at the level of the arm 4cm after the insertion marked kinking so it is necessary re-accommodation of the same, this procedure is performed the same day remaining in proper position and proper functioning (permeable and with blood return). On june 5 the service again reported occlusion of the catheter and need to channel peripheral vein, it was called and we saw the need to remove the centimeter centimeter to the catheter again identifying kinking at approximately 4 cm, it is evident catheter with memory that does not give, reason why dispostivo is removed. The patient requires placement of another PICC device to continue tto at home for a month.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was two photographs depicting a 4fr s/l powerpicc catheter. Usage residues were observed in the depicted device. Visible in the second photograph was a permanent kink impression near the end of the tapered region. The catheter exhibited curved shaped memory at several points along the length of the catheter tubing. A permanent kink impression was observed; however, inspection of the submitted photographs was insufficient to identify the root cause of the damage. Potential contributing factors include insertion, securement and maintenance techniques.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked catheter was confirmed and appeared to be related to the use of the device. The product returned for evaluation were two photographs of a 4fr s/l powerpicc catheter. Use residue was observed on the sample. Visible in the second photograph was a permanent kink impression near the end of the tapered region. The catheter exhibited curved shaped memory at several points along the length of the catheter tubing. One 4 fr powerpicc catheter was also returned for investigation. Use residue was present throughout the device. The catheter appeared to correspond with the photo sample provided. A kink indentation was observed near the 4 cm depth marker. Manipulation of the catheter revealed it to preferentially kink at the 4 cm depth marker. The catheter was flushed with water using a 12 ml syringe and was found to be patent to infusion. Microscopic observation revealed material wrinkling on the catheter surface along the kink location. The catheter was cut at the 5 cm depth marker. The outer diameter and wall thickness were measured and found to be within specification. Potential contributing factors include insertion, securement and maintenance techniques. Since no apparent product issues were observed and the catheter was reported to be in use for over three months, the kink formation was likely related to the use of the device. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of recu0458 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2019 a bd-brand PICC catheter was inserted to a male patient of 74 years of age, the procedure is carried out without complications. On june 4th call the service to report occlusion of the catheter, the assessment is attended and a totax x-ray is requested to rule out positional occlusion, it is evidenced at the level of the arm 4cm after the insertion marked kinking so it is necessary re-accommodation of the same, this procedure is performed the same day remaining in proper position and proper functioning (permeable and with blood return). On june 5 the service again reported occlusion of the catheter and need to channel peripheral vein, it was called and we saw the need to remove the centimeter to the catheter again identifying kinking at approximately 4 cm, it is evident catheter with memory that does not give, reason why dispostivo is removed. The patient requires placement of another PICC device to continue tto at home for a month.